Event description:
It was reported that an unknown quantity of colleague sets were "damaged". This occurred during patient infusion. The reporter stated that after 24 hours of infusion, no flow was observed in the sets. It is unknown if there was patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A photograph of the sample was provided. Visual examination of the photograph confirmed the reported problem. Upon completion of baxter's investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4): the actual sample was not received. There was only a photograph received for evaluation purposes.visual inspection of the photograph of the sample revealed damage to the set tubing. This confirmed the reported condition. The cause could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.